Event description:
I experienced an eye problem starting in 2006. My eye doctors had a hard diagnosing the exact problem. I was sent to a cornea specialist in 2007, and was diagnosed with amoeba keratitis. I have had to have an emergency cornea transplant sixteen days later, and a second surgery two months later, to remove my lens and vitreous fluid my retina is damaged and I have a complete loss of vision in my left eye. I'm in danger of losing the entire eye ball because of extremely low pressure. I used daily disposable contact, but I had a bottle of complete moisture plus that I used before bed if my eyes were dry. I disposed of all contact cases and opened solution bottles, at the request of my eye dr of this year, before I was diagnosed with acanthamoeba. Dates of use: 2007. Diagnosis or reason for use: dry eyes.